Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the sheath distal tip assembly at 98.5 cm from femoral marker at the proximal end. The telescope assembly was able to properly pull back, advance, and retract. The guidewire exit port was lifted 1.0 mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2014-03260. It was reported that the imaging catheter got stuck in stent. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end of the left circumflex (lcx) artery. After pre-dilatation using an unknown balloon catheter, a 28x3.0mm promus premier¿ stent was advanced to treat the lesion. Two inflations were performed at unspecified atmospheres to deploy the stent. On the third inflation, the stent was implanted at 11 atmospheres. The physician noticed that the stent was implanted between the left main trunk (lmt) and lcx, and commented that the device was unable to be inflated with high pressure due to the blood vessel diameter. Intravascular ultrasound was then performed using an opticross¿ imaging catheter and it was confirmed that the stent was not fully expanded at the ostium of the lcx. During manipulation, the guidewire exit port of the imaging catheter got stuck at the implanted stent and the stent was found to be elongated. Subsequently, the physician vibrated the imaging catheter and successfully removed it from the patient's body. Inflation using an unknown balloon catheter was then performed to treat the event and the procedure was completed. No patient complications were reported and the patient's status was good.

Event description:
Same case as 2134265-2014-03260. It was reported that the imaging catheter got stuck in stent. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end of the left circumflex (lcx) artery. After pre-dilatation using an unknown balloon catheter, a 28x3.0mm promus premier¿ stent was advanced to treat the lesion. Two inflations were performed at unspecified atmospheres to deploy the stent. On the third inflation, the stent was implanted at 11 atmospheres. The physician noticed that the stent was implanted between the left main trunk (lmt) and lcx, and commented that the device was unable to be inflated with high pressure due to the blood vessel diameter. Intravascular ultrasound was then performed using an opticross¿ imaging catheter and it was confirmed that the stent was not fully expanded at the ostium of the lcx. During manipulation, the guidewire exit port of the imaging catheter got stuck at the implanted stent and the stent was found to be elongated. Subsequently, the physician vibrated the imaging catheter and successfully removed it from the patient's body. Inflation using an unknown balloon catheter was then performed to treat the event and the procedure was completed. No patient complications were reported and the patient's status was good.